Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side pain and rupture confirmed through MRI. Patient later reported "implant rupture, focal inclusion in the area of the outer contour of the implant (enlarged lymph node)", and "capsular contracture baker grade I". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I, lymphadenopathy.

Event description:
Patient reported left side pain and rupture confirmed through MRI. Patient later reported "implant rupture, focal inclusion in the area of the outer contour of the implant (enlarged lymph node)", and "capsular contracture baker grade I". Device has been explanted and replaced with another manufacturer's device.